Event description:
It was reported that the customer has been in a nursing home for the past four to five months, and she had be taken to the emergency room due to diabetes ketoacidosis. The caller stated that the customer had fallen down earlier the day of the event and may have caused a leak. It was stated that the infusion set and the reservoir was thrown out and further testing could not be performed. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.